Event description:
Device malfunction: stabilizer separation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained technician attempted arteriotomy closure of the common femoral artery using the starclose device after a diagnostic procedure. Reportedly, "the stabilizer separated and the feet moved ahead separating from the cover sheath". Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.